Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of uveitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they implanted a xen®45 gts into a patient with uveitis. The bleb eventually failed when the uveitis flared up and trabeculectomy was performed.